Manufacturer narrative:
Evaluation completed. One plastic specimen cup was returned in a zip lock bag. The part number and lot number cannot be determined. The cup contains an unknown fluid and a particle. Visual inspection found the particle is white in color. It is hard to the touch and is approximately 1.5 mm by 1 mm. The particle will be sent to the lab for analysis. The lab results states "conclusion: these analyses indicate that the white particle, consists primarily of poly-carbonate. Lesser concentrations of sodium and chlorine were also detected. This is consistent with saline residue. A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
A piece of plastic entered the patient's eye during the phaco phase of surgery. The surgeon was able to remove the plastic with a forceps.